Event description:
A report was received that the patient only felt a light stimulation and experienced severe pain. It was reported that the lead was coming loose. The patient will undergo a revision procedure.

Event description:
A report was received that the patient only felt a light stimulation and experienced severe pain. It was reported that the lead was coming loose. The patient will undergo a revision procedure.

Event description:
A report was received that the patient only felt a light stimulation and experienced severe pain. It was reported that the lead was coming loose. The patient will undergo a revision procedure.

Manufacturer narrative:
.

Event description:
A report was received that the patient only felt a light stimulation and experienced severe pain. It was reported that the lead was coming loose. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the whole system was replaced. No device malfunction was suspected. It was also reported that the cause of the severe pain was unknown. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information was received that no further information can be obtained.

Manufacturer narrative:
.